Event description:
Philips received a complaint by the customer on the v60 indicating that the devices blower stalled. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and observed that the device carries error codes associated with the 35v failure. Error code 1104,1105,1115,111b,1134. This device requires a power management board replacement. It was confirmed that the reported problem was a symptom that is related to fco86600066 and was remediated under fco wo-07177385. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.